Event description:
It was reported that the right atrial lead exhibited high capture thresholds. Subsequent testing revealed more normal capture thresholds. No patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
(B)(4).